Event description:
This is a report of a damaged minicap that a patient received for use for peritoneal dialysis (pd) therapy (details not provided). There was patient involvement; however there was no patient injury, medical intervention, or adverse reaction indicated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted for associated lot number gd893891 and no issues were detected during the manufacturing process. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation or if any additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was evaluated and confirmed for the reported issue. The visual inspection revealed a surface crack that did not extend all the way through the cap. The functional tests that were performed detected no functional issues. The cause could not be determined but may have been related to the user squeezing the minicap too tightly or twisting it too tightly onto the transfer set. Should additional relevant information become available, a follow-up report will be submitted.